Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that alarms are displayed on the monitor, however, there was no audible indication of the alarm. The device was in clinical use at time the issue was discovered. There was no adverse event or patient harm reported. There was no delay in treatment or lack of awareness to the patient´s condition.